Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose of 500 mg/dl with abdominal pain and nausea. During troubleshooting, customer support found that when the battery is removed for less than 24 hours, the time/date go to the default settings. The time/date issue is not being reported as it ts not likely to cause an adverse event because the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient experienced hyperglycemia subsequent to the use error of not correctly verifying the time/date.